Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported diagnostic testing revealed invalid impedance readings on all of the patient's model 3186 lead contacts. Reprogramming was able to provide effective stimulation. Follow-up information indicated the patient experienced ineffective stimulation. The patient's physician elected to not perform surgical intervention. The patient is received stimulation, but not to the extent which she needs. The physician plans to try other options for the patient.